Event description:
Pump 1 - txa 2g/250ml; 1g/125ml bolus ordered over 10 mins, then 1g/125ml over 8 hours. Repeated "air-in-line" errors when there was none, verified by 3 separate nurses. At this time decided to change pumps. Only approx 25 ml infuse at this point. Pump 2 - set to infuse remaining 100ml of bolus over 10 mins, then 1g / 125ml over 8 hours at rate of 16ml/hr. Verified by stryker, rn. Looked at pump approx 15 mins later, was shown to be infusing at 16ml/hr on screen. While at bedside in ICU, display showed rate was 16ml/hr, bag was empty after only approx 1 hour and 30 mins. Pt received 2g of txa within 00:36 and 02:43. Reporter #2 - vr # 10905 - baxter pump programmed to infuse txa over 8 hours. The bag was started at 0036. When the pt arrived to room 4222, the bag was empty and the pump was programmed to run at 16ml/hr, but the total volume infused was 125. The infusion was infused faster than it should have been. Reporter #3 vr # 10906 - pt arrived to ICU from emergency department with txa infusing through baxter pump. Medication was going at 16ml/hr according to pump. With dose in bag, medication should have taken 8 hours to infuse, however upon immediate arrival to ICU, bag noted to be empty. Pump states that 125ml had infused to pt. Bag showed medication should have 250 ml in it. Emergency department rn stated that due to issues with pump, they had to change pump and an estimated maximum of 50ml of medication had been infused prior through another pump. Total medication accounted for was 175 ml, however 250ml bag was empty. According to ehr, medication should have lasted until 0836, but was empty at approx 0250.